Event description:
Boston scientific received information that this patient had experienced a syncopal episode. The patient was evaluated in the emergency room and found to be experiencing atrial fibrillation (af) with intermittent complete heart block. A lead fracture is suspected due to impedance measurements greater than 2500 ohms and no capture. A revision procedure was subsequently performed and the lead was removed from service and replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.